Manufacturer narrative:
Following the reported event, user facility personnel returned the device. Upon evaluation of the returned device, it was found that only the delivery assembly was returned. The capsule cup was not returned. When evaluating the delivery assembly, the distal end was bent which could indicate that the device was being used when it was articulated. The advance capsule endoscope delivery device instructions for use states, "straighten the handle and catheter and repeat deployment step." A capsule cup was utilized with the returned delivery assembly during testing and the device deployed/operated as expected; no issues were noted with the function or operation. The reported event could not be duplicated. The device history record was reviewed for the subject lot and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that during a patient procedure, their advance capsule endoscope delivery device did not deploy. Another device was utilized, and the patient procedure was completed successfully. No report of injury.